Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system is showing ¿initializing pendant¿ on the pendant. The mobile view station (mvs) and image acquisition system (ias) was rebooted and the system functioned as designed. No patient involvement.